Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. The hcp reported that the ins stopped taking a charge about 1-2 months ago. The hcp noted that the patient hadn¿t seen their managing physician in about 2 years but spoke with their primary care hcp about removal. No further complications were reported.